Event description:
It was reported that post pipeline procedure, the patient has mild aphasia. The issue resolved and the patient was discharged.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).